Manufacturer narrative:
Patient weight, ethnicity & race unknown. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -07.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2023. This resolved the problem.